Manufacturer narrative:
Software data logs were returned to the manufacturer on (B)(4) 2013 for further evaluation. Per e-mail from the subsidiary: in this case, it seems that the customer cause the air emboli, therefore they are very nervous about this matter the customer has closed the information (communication). We cannot understand the detail of situation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, at the beginning of the operation, the level sensor was working normally. But the level sensor didn't alarm normally even a fall of the fluid level in reservoir wa occurred in the middle of the operation. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.